Event description:
2013 (B)(6), (B)(4) (rep): it was reported that a patient had a pocket revision procedure yesterday. It was stated that during the revision procedure impedances were measured at 0.7v and 1.5v; no out of range values were seen intraoperatively, so it was stated that the decision was made to close.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the reason for the revision of the pocket was because the implant location was uncomfortable for the patient. (Omitted information for related pes).

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708120 , serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6);product type lead. (B)(4).